Event description:
It was reported that post implant during defibrillation threshold testing intermittent undersensing was noted. The lead was replaced. Patient condition was okay after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomaly was found.